Event description:
During preparation of the product, the needle of the outback catheter could not be retracted back into the shaft. The product looked normal when it was taken from the packaging. The product was prepped according to the IFU, with all specified ports flushed twice, prior to testing. The catheter was kept straight during prep. A choice .014 guidewire was loaded into the catheter without difficulty. There was no difficulty actuating the needle. The needle simply would not retract all the way back into the shaft. Therefore, the product could not be used in the procedure. There was no injury to the pt.

Manufacturer narrative:
The product has been returned for eval and testing; however, the engineering eval has not been completed. Add'l info will be submitted within 30 days of receipt.